Event description:
It is reported that a customer experienced high blood glucose of 300 to 500 mg/dl. The customer declined troubleshooting the issue and stated that they will meet with a medtronic representative to help the customer adjust their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.